Event description:
It was reported that the bd bd solomed¿ syringe packaging was not sealed and the sterility of the device was effected. There were (B)(4) occurrences. The following information was provided by the initial reporter, translated from portugese to english. Verbatim: the pharmaceutical, when opening the box of solomed 3 ml syringes verified that (B)(4) units were opened.

Manufacturer narrative:
H.6. Investigation summary the sample sent by the customer were verified and it was possible observe packaging seal failure. The retain sample evaluation can confirm the occurrence. The possible cause for the problem is failure at seal station at packaging machine, caused by seal gasket damage, with caused the seal failure. A device history review was conducted for lot number 9196116. The process inspections were performed and no records of this incident were found. The defect identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe packaging was not sealed and the sterility of the device was effected. There were 40 occurrences. The following information was provided by the initial reporter, translated from portuguese to english. Verbatim: the pharmaceutical, when opening the box of solomed 3 ml syringes verified that 40 units were opened.